Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the ceramic electrode tip gk384r. Here we found unknown deposits. Next we made a visual inspection of the shaft gk370p. Here we found visible damage and unknown deposits. Additionally we recognized an incorrect position of the front handle part gk370200 to the outer tube gk380203. This occured due to a loosened joint. We made a visual inspection of the outer tube. Here we found that the thread is missing. Additionally we found unknown deposits. Furthermore we found a melted outer tube. We found grooves and scratches. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard, a mmaterial defect or production error can be excluded. We did not detect a failure of the ceramic electrode tip gk384r. Due to the missing thread and due to the surface quality, we assume that the outer tube is not an aesculap product. We also assume the damaged outer peek tube were caused by disruptive discharges. The disruptive discharges could have been caused by the scratches, grooves, and fine cuts in the outer tube. Additionally the outer tube shows heavy signs of wear. Furthermore, according to the report from the quality assurance department: "no aesculap-peek tube was used: the tube has a different surface finish and the thread m5x0.5 is missing. No CAPA is necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that when sparks or a flash occurred through the l hook of the device a patient was burned. Surgical delay is currently unknown.